Manufacturer narrative:
(B)(4). B3, d10 date: between between january 1, 2009 to december 31, 2023. D10 - medical product: unknown tibial component item # unknown lot # unknown. Unknown articular surface item # unknown lot # unknown. G2 : united kingdom. H3: customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001822565-2024-00276 and 0001822565-2024-00278. Chapman-sheath et. Al. (Unpublished) low rate of tibial debonding in a popular knee replacement analysis of a single specialist knee surgeon survival data for the nexgen lps flex femur using option tibia compared to the precoat tibia : a 14 year follow-up study. H3 other text : product location unknown.

Event description:
It was reported in a journal article that one patient who was implanted with tibia and femur was revised due to unknown reason.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: suggested component code: mechanical (g04) - femur. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.